Manufacturer narrative:
Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the bellavista 1000 alarmed "error 388 - no o2 dosing possible" while connected to the patient. Patient experienced spo2 started to drop while the 02 calibration was being performed. The customer confirmed patient started to desaturate while the nurses tried to recalibrate the ventilator, patient was eventually removed and place with another ventilator.